Manufacturer narrative:
This report is for an unknown cortex screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent hardware removal due to broken hardware, nonunion and delayed healing on humerus. The patient had a total of three (3) broken screws which were removed as well as three (3) additional intact screws and one (1) plate. The surgeon had a difficulty removing the fragments and required additional intervention. They had to trephine broken screws out and revise fracture with humeral nail. There was no surgical delay. Procedure was successfully completed. Patient outcome was good. The original date of implant was on april 2019. Concomitant devices reported: 4.5 mm narrow lcp® plate 9 holes/170 mm (part# 224.591, lot# h673774, quantity# 1), unknown screws: cortex (part# unknown, lot# unknown, quantity# 3). This complaint involves three (3) devices. This report is for one (1) unk - screws: cortex. This is report 1 of 3 for (B)(4).